Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. The insulin pump was received with cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was 559 mg/dl, which she treated via insulin pen injection. The patient's blood glucose decreased to 397 mg/dl. The customer stated that she experienced loss of appetite, blurry vision, and fatigue as a result of the hyperglycemia. Troubleshooting was initiated for the insulin pump and the customer mentioned that the drive support cap was flush with the device. The customer confirmed that the device had fallen out of her pocket on a few different occasions. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.